Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer¿s representative reported that the patient developed an infection at the implantable neurostimulator (ins) pocket site with the result that both the ins and lead were explanted. The patient status at the time of report was noted as ¿alive ¿ no injury¿ and the issue was noted as resolved. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.